Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor was tested outside the device and passed motor test. The insulin pump received with scratched lcd window, cracked case near display window corner, cracked lcd window at bottom right corner, broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. Nothing further reported.